Event description:
It was reported that the device was partially exposed in the auditory canal and that the user had insufficient benefit. The device has been explanted. Additional details, including user information, for this case were requested but was not received.

Manufacturer narrative:
Device investigations on the received parts did not reveal any device defect or problem which is expected to have been present whilst implanted. According to the information received from the field the device was explanted due to an extrusion of conductor link into the external ear canal and the user had insufficient benefit. In addition the user was experiencing vertigo. Damages found during investigation on the received parts are attributable to the removal surgery. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the device was partially exposed in the auditory canal and that the user had insufficient benefit. The device has been explanted.